Event description:
Patient reports pump alarm of occlusion continues with same pump but not with the backup pump. Unable to troubleshoot with assistance from cnss. Sending replacement pump immediately. Sn of malfunctioning pump (B)(4). Strength: pump. Dose or amount: 2.5 mg. Frequency: ud. Route: sq. Dates of use: from (B)(6) 2018 to ongoing.